Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was difficult to insert and that insulin drops were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer changed the cartridge and successfully resumed insulin therapy. Customer's blood glucose level was 300 mg/dl.